Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer reported being asymptomatic and self-treated, but details of treatment are unknown. There was no report of death or permanent impairment associated with this event. A sensor result of 57 mg/dl was compared to a competitor brand meter reading of 150 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.